Event description:
Procedure type:unknown. According to the reporter, after loading sulu reload on idrive handle, the jaw could not be closed completely. New one was opened to complete the case with no problem. No patient involvement as the defective instrument was not used on the patient. No tissue damage, tissue loss, bleeding reported in case. Extension of operating time is unknown and no adverse event caused by extension of operating reported. The customer did not know if reinforcement material was used. Confirmed that clinical sample is being returned for investigations. No information on product ID, catalog type, and lot number of idrive handle device was reported. Return date of the sample to the manufacturer is currently unknown. No patient info is available: gender: unknown, age: unknown, and weight: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).